Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was observed but unable to duplicate after the display cable was reseated. The device's display cable was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.